Manufacturer narrative:
The device was not returned to olympus for inspection. However, a field service engineer inspected the device on site. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited b30 scope communication error. There was no patient involvement.